Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in the clinic for a routine follow up visit, lead noise reversion episodes were observed. Upon review of the session records, lead noise issue did not appear to be due to physiological issues. Lead capture and testing was normal. Upon further review, possible lead integrity insulation issue in the valve movement showed that the noise was regular. It was noted that the noise only appeared in the late evening and not every day. It was recommended to perform isometric testing to replicate the noise during the patient¿s next in clinic visit. Patient will be monitored with routine follow up visit. No further information available.